Manufacturer narrative:
Patient information received and updated from the site.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed the system intermittently fails to connect to the navigation systems. The representative enabled the navigation system function on the mobile view station (mvs) and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system was not able to communicate with the navigation system. During testing the site tried several different navigation systems and several different cables. The system was able to connect if the ethernet was plugged into the navigation system, followed by rebooting the imaging system. The procedure continued after resolving the issue. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.